Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a routine device change out, the pulse generator exhibited a connector anomaly. The device was explanted and replaced.